Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and pre-implantation testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the surgery, while the valve was being placed, it had been recognized that there was csf leakage out of the shunt valve. The surgeon identified that there was a fractured structure around the delta chamber. After that, the surgeon removed the shunt valve and replaced with another company's product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure on (B)(6) 2018, the device was opened, and a cerebrospinal (csf) leak occurred while placing the valve under the heart. It was stated the valve was not working, and the fracture was seen in the anti-siphon mechanism. Therefore, the device was removed from the patient, and it was replaced by another manufacturer's device. The patient's status at the time of the report was alive no-injury.